Event description:
(B)(4) . Low back pain. Flu like symptoms. Dull pain in back and neck. Joint pain in wrists and back. Migraine headaches.

Event description:
(B)(4). To add to symptoms- hair loss, vision problems, heavy bleeding during periods, painful cramping, fatigue, forgetfulness/fogginess, weight gain, no energy.